Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient was experiencing pain. A stryker medical expert reviewed the patient's CT-images and noted heterotopic bone re-growth around the left coronoid and recommends a second surgery for removal of the heterotopic bone and possibly the device. No further information is known at this time.